Event description:
A hospital in (B)(6) reported via a distributor that water was not filling from the water bag to an mr290 autofeed humidification chamber. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned complaint chamber was visually inspected, connected to a water bottle and performance tested. Results: the visual inspection revealed no physical damage to the complaint chamber. During testing, the chamber was connected to a water bottle and water was able to flow into the chamber. The chamber filled successfully to 5mm above the base and stopped below the maximum line. A lot check revealed no other complaints of this type for lot 110512. Conclusion: we were unable to replicate the reported fault as observed by the customer. No fault was found with the complaint chamber. It is possible that the waterbag in the customer's setup was not mounted high enough. The mr290 is a single use autofeed humidification chamber used to maintain constant humidity level for the patient. It has a unique dual float mechanism that uses independent floats to control the amount of water which flows into the chamber and to safely maintain a constant water level inside the chamber for optimal humidification. Under normal circumstances, the blue "primary" float controls the water level in the chamber and the white "secondary" float acts as a backup to prevent overfilling if the primary float fails to operate. The mr290 user instructions illustrate that the water source (bag or bottle) must be mounted at a minimum of 50 centimeters above the chamber to ensure proper water flow. It also advise that the filter cap must be opened if a water bag or bottle is used. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient".